Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis. A visual examination of the returned device confirmed that the balloon had been subjected to positive pressure and deflated. No issues were noted with the tip section of the device. The device was attached to an encore inflation unit, subjected to positive pressure and a balloon pinhole leak was identified at the distal end of the proximal markerband. A visual and microscopic examination found no issue with the distal and proximal markerbands. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. As the balloon was inflated at 18 atmospheres which is above the specified rated burst pressure of 14 atmospheres, the most probable root cause has been determined to be use/user error as the direction for use states: ¿do not exceed the rated balloon burst pressure.¿ (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac artery. A 12.0x40, 75cm mustang¿ balloon catheter was advanced for dilatation. However, during the first inflation at 18 atmospheres for a few seconds, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac artery. A 12.0x40, 75cm mustang¿ balloon catheter was advanced for dilatation. However, during the first inflation at 18 atmospheres for a few seconds, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported.